Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurements for at least three days prior to removal. The lead was removed due to an infection unrelated to the device system. No patient complications have been reported as a result of this event.